Event description:
Our clinical techs brought to my attention that they are frequently seeing lancets malfunction when they pull the top of the lancet off to test blood glucose. The whole lancet falls part in their hands. Lancets are popping open when the safety cap is removed for use leaving the lancet completely separated in pieces in their hands. It was reported that this is happening frequently. Product discarded.